Event description:
It was reported that loss of capture and high pacing impedance was observed on the right ventricular (rv) lead. As a result of the event, the patient experienced syncope. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.